Event description:
It was reported that the patient heard and alert and on interrogation it was noted that the right ventricular (rv) coil impedance had increased from the baseline trend and was slightly high. The impedance varied slightly when the patient moved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Rv coil impedance was varying from 80-101 ohms; no lead issue is suspected.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.